Event description:
Patient received an implant on (B)(6), 2011 of a bifurcated device and a 34mm aortic extension. During a post-operative follow up the computed tomography scan revealed a proximal type I endoleak and a type iii endoleak. On (B)(6) 2012, the patient was treated with a balloon expandable aortic stent was placed which resolved the proximal type I endoleak and a 34mm aortic which corrected the type iii endoleak.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes from the index procedure, secondary procedure, office notes and aortogram reports were provided for clinical assessment. Based on review of the medical records by clinical representative, the patient presented with a very large infrarenal aneurysm, mural thrombus, and angulation of the aorta just below the renal arteries for approximately 4cm, then the aorta made another right angle turn. The patient's anatomy (angulation of the aorta and mural thrombus) may have contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.